Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: no information. Detailed description of event: cb030 blades did not cut on more than one occasion over the last month. Surgeon states quality of blade cutting has decreased significantly. They report that even usable units of cb030 had to be discarded since they did not function according to preference. Patient status: no patient injury. No information about patient status. Type of intervention: no information

Event description:
Name of procedure being performed: lavh detailed description of event: cb030 blades did not cut on more than one occasion over the last month. Surgeon states quality of blade cutting has decreased significantly. They report that even usable units of cb030 had to be discarded since they did not function according to preference. Additional information received via email 03mar2022 from [name], applied medical account manager: it is unsure how many units were affected. No patient injuries occurred. The procedure performed was lavh. Case was completed by opening a new cb030. Lot number is unknown. It was noticed that the scissor blades did not cut within the first 1-5 cuts on adhesions. Products not available for return. Patient status: no patient injuries occurred. Type of intervention: case completed by opening a new cb030.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.